Manufacturer narrative:
(B)(4). The device analysis and investigation is ongoing. A supplimental will be submitted upon completion.

Event description:
Medtronic received information that after successful device placement the tip of the push wire detached during retrieval. The tip was retained within microcatheter and removed. There was some friction during deployment due to moderate tortuosity. No patient complications were reported.

Manufacturer narrative:
(B)(6). The pipeline flex delivery system and microcatheter were returned for evaluation without the pipeline as it was implanted in the patient. For further examination, the delivery system was then pushed out the catheter with difficulty. The pushwire appeared to be bent distally. The pushwire was noted to be detached at the distal hypotube proximal to the wire weld. The detached pushwire was sent out for further scanning electron microscopy (sem) testing which showed tensile overload that exceeded the strength of the solder joint. A review of this device lot history record was conducted and no issues were identified that could have contributed to this event. All products are 100% inspected for damage and irregularities during manufacture. Based on the reported event details, the analysis findings and the sem/eds analyses, the customer's clinical observation was confirmed. It appears the pushwire separation was secondary to tensile overload. The cause of the tensile overload could not be determined; however, it is possible that the reported resistance during deployment may have contributed to the reported issue; subsequently causing the delivery system to become detached at the hypotube proximal to the wire weld. In addition, the returned catheter was found severely accordioned which suggests the delivery system was being pulled against resistance. Per pipeline flex instructions for use (IFU), the user should "discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.

Manufacturer narrative:
Report. If information is provided in the future, a supplemental report will be issued.